Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had an unexpected alarm during normal use. Blood glucose level at the time of the incident was 12 mmol/l . The pump will not be returned for analysis.